Event description:
It was reported that during use the right ventricular (rv) lead exhibited unstable threshold. It was also reported that during rv lead manual threshold test a message that test was stopped by reversion actuation displayed. Similar event occurred during manual threshold test at anchored bipolar mode, but not at anchored unipolar mode. No noise was detected via isometric movements. Physician indicated due to patient age, chronic lead status, and remaining battery level, the rv lead will remain in use and patient would be monitored until next device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.